Event description:
A report was received that a pt was having difficulty charging her implant. The pt's rc would not link to her ipg. A bsn sales rep met with the pt for troubleshooting and was unable to resolve the issue. Ipg replacement surgery was recommended.